Manufacturer narrative:
Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. It is also unknown what type of hernia the patient had repaired. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. It cannot be confirmed if pd therapy caused or exacerbated the patient¿s hernia; however, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2021 during a call to technical support for drain complications, it was reported this peritoneal dialysis (pd) patient underwent a recent hernia repair. Attempts to obtain additional information were unsuccessful.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2021 during a call to technical support for drain complications, it was reported this peritoneal dialysis (pd) patient underwent a recent hernia repair. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and failed due to receiving the drain complication encountered alarm at drain 0. The failure was traced to a clogged hp3 filter. The filter was replaced. An (as-received) 11000ml treatment-based ccpd simulated treatment was performed and passed without any alarms or issues occurring after replacing the clogged hp3 filter. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, a mushroom head check, and a patient pressure sensor check. An internal visual inspection was performed and dried fluid was found on the bottom cover under the pump, on the inside of the rear panel, and behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. There were no other discrepancies encountered during the internal visual inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.